Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/28/2025, it was reported that the user¿s ilet screen was cracked from unknown origins. The device was determined non-functional, and a replacement was arranged. The user was advised that the ilet was no longer water resistant and to maintain backup therapy until the replacement arrived. No symptoms, external assistance, or medical intervention occurred.